Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower multiple users were intermittently logged out after logging into the station, and the station appeared offline in remote support service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a malfunction in the biometric identifier login process, which caused users to be logged out shortly after logging in. The field service engineer resolved the issue by reconfiguring the system and performing a proper reboot, after which the biometric identifier functioned correctly. All users were able to login via ID. The system functioned as intended after the field service engineer troubleshot the device.